Manufacturer narrative:
After battery installation, device displayed a critical pump error on the lcd screen, problem isolated to electrical board. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests or verify pump error 25 due to the critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer received open book image after changing battery and also received other pump error alarm. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.